Event description:
It was reported that during a normal battery depletion generator change for this pacemaker the field representative noted a lead safety switch that popped up during interrogation. This device was explanted due to normal battery depletion. No adverse patient effects were reported.